Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with glucose increasing from 238 mg/dl to a reported peak of 383 mg/dl and remaining above 180 mg/dl for several hours; the user disconnected from the ilet, administered subcutaneous insulin via pen, and later reported learning that after changing tubing they should also perform a cannula fill, which could explain high readings. Symptoms included elevated blood glucose. Outcomes included self-management with back-up insulin and return to target range after reconnecting to the ilet. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed no device malfunction could be confirmed and that user technique related to not performing a cannula fill after tubing change could have contributed. It was concluded that the cause of the hyperglycemia was unclear, with user technique as a potential factor, and that no further clinical intervention was required.